Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to demonstrate errors in pressure due to a crack on the female luers of the 4-way red stopcock and dtx luer. The cracks likely occurred during product application when the female fitting was coupled with another component. This can occur with overtightening when the stopcock was connected to another component during product setup/application. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. No lot number was provided; thus, the device history record could not be reviewed and a search of the complaint database could not be performed.

Event description:
The account alleges that after replacing the arterial pressure measurement set, the blood pressure level changed immediately and significantly. With the old set, the map was 66 mmhg, and immediately after replacement with the new set, it was 88 mmhg. The patient's care, alertness, medication, etc. Remained completely unchanged. The new set was reset x 3 and verified with nibp measurements to ensure that the new set's measurements were in line with the nibp measurements. There was suspicion that the old pressure measurement set was not giving the correct values, but nibp was not measured during the old set's lifetime. The arterial pressure monitor drew a reliable-looking curve and gave blood samples normally.